Manufacturer narrative:
Block b3: exact date unknown, event occurred in march 2023.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a decrease in pain relief and high impedance readings were discovered on several contacts of the right-sided lead. Therefore, the patient underwent a lead revision procedure during which the lead was explanted and replaced. There were no adverse effects to the patient postoperatively. Visual and x-ray inspection of the returned lead revealed that this lead was bent/kinked 2 cm from the set screw mark of the clik x anchor and multiple cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the lead became bent/kinked after exiting the clik x anchor, exposing the bent location to excessive mechanical force or movement that caused the cables to fracture at the anchor point.